Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on the event of pneumonia. On (B)(6) the patient experienced an event of asthma exacerbation with the symptom of cough. The patient increased their nebulizer use and went to the emergency room on (B)(6) 2012. On (B)(6) 2012 the patient developed a fever of 103 degrees, and the coughing continued post procedure. The patient was diagnosed with right lower lobe pneumonia. The patient was treated with prednisone, z-pack, solu-medrol and ceftariaxone. The adverse events are currently continuing. Baseline spirometry values: visit date: (B)(6) 2012: pre- bronchodilator, fev1: 2.90, fev1 % predicted: 94.46, fvc: 3.36, fvc % predicted: 87.05; post-bronchodilator, fev1: 2.94, fev1 % predicted: 95.77, fvc: 3.32, fvc % predicted: 86.01. **update (B)(6) 2012*** the stop date for the event of pneumonia is (B)(6) 2012. The symptom of cough reported under the adverse event of asthma exacerbation is continuing. **update (B)(6) 2013** the stop date for the event of asthma aggravated is (B)(6) 2012.

Manufacturer narrative:
(B)(6). (B)(4). The device history record for the reported batch was reviewed and no discrepancies were noted. A labeling review was performed and the device was determined to have been used in accordance with the labeling. The reported events of pneumonia and asthma exacerbation are known possible adverse events. Therefore, the root cause classification of anticipated procedural complication has been assigned.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval (B)(6) study. This complaint is being reported based on the event of pneumonia. On (B)(6) the patient experienced an event of asthma exacerbation with the symptom of cough. The patient increased their nebulizer use and went to the emergency room on (B)(6) 2012. On (B)(6) 2012, the patient developed a fever of 103 degrees, and the coughing continued post procedure. The patient was diagnosed with right lower lobe pneumonia. The patient was treated with prednisone, z-pack, solu-medrol and ceftariaxone. The adverse events are currently continuing. Baseline spirometry values: visit date: (B)(6) 2012; pre- bronchodilator; fev1: 2.90; fev1 % predicted: 94.46; fvc: 3.36; fvc % predicted: 87.05. Post-bronchodilator: fev1: 2.94; fev1 % predicted: 95.77; fvc: 3.32; fvc % predicted: 86.01.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study source: (B)(4).

Manufacturer narrative:
(B)(4). Mfg site: boston scientific corporation (B)(4). Study source: (B)(4). The device has not been received for analysis. If the device is returned upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on the event of pneumonia. On (B)(6), the patient experienced an event of asthma exacerbation with the symptom of cough. The patient increased their nebulizer use and went to the emergency room on (B)(6) 2012. On (B)(6) 2012, the patient developed a fever of 103 degrees, and the coughing continued post procedure. The patient was diagnosed with right lower lobe pneumonia. The patient was treated with prednisone, z-pack, solu-medrol and cefatriaxone. The adverse events are currently continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre- bronchodilator - fev1: 2.90; fev1 % predicted: 94.46; fvc: 3.36; fvc % predicted: 87.05; post-bronchodilator - fev1: 2.94; fev1 % predicted: 95.77; fvc: 3.32; fvc % predicted: 86.01. **update (B)(4) 2012*** the stop date for the event of pneumonia is (B)(6) 2012. The symptom of cough reported under the adverse event of asthma exacerbation is continuing.